Event description:
During a review of in-house programming history for this patient's generator, a programming anomaly was identified. On (B)(6) 2007, a faulted diagnostic test occurred which resulted in a change to the patient's programmed settings. The generator was re-interrogated and some of the patient's settings were corrected however the frequency, off time, magnet mode current, and magnet mode on time were not corrected. At the patient's next recorded appointment, (B)(6) 2008 the off time was corrected, however the other settings remained unchanged.

Manufacturer narrative:
Analysis of programming history.